Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing enlite sensor anomalies. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. Customer stated received change sensor alarm and another sensor did not have the electrode on it when removed. Change sensor alert occurred due to system indicating sensor is not working properly. The sensor will be replaced. The sensor will not be returned for analysis.